Event description:
Received a phone report of a patient on pre-trial intrathecal pain management for implantable pain device. A microject pca pump was placed on a patient at .2ml/hr. The next day the patient came in and the dose was increased to .3ml/hr. The nurse and the rep. State that the medication bag looked "fuller" than the day before. The patient was stated to have good pain relief. The pump and cassette are returned for examination and evaluation. The patient was later placed with an implantable pain device for pain management.